Event description:
It was reported that the patient's hip was revised for pain.

Manufacturer narrative:
The other devices listed in this report are: cat # 502-01-54e, lot # 21907501, description: trident hemispherical cluster 54mm; cat # 2030-6520-1, lot # j60mmd, description: 6.5 cancellous bone screw 20mm; cat # 17-3200e, lot # 22728001, description: alumina c-taper head 32mm/0; cat # 17-0000e, lot # keymmd, description: ti sleeve for alumina head; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that the patient's hip was revised for pain.